Event description:
Procedure type: colectomy. According to the reporter: dr (B)(6) fired a gia 80 blue across the sigmoid colon. The staples did not form at all. The doctor fired contour on the rectum and trimmed proximal stale line and used purse string 65, followed by eea28. The case was not delayed over 30 minutes.

Manufacturer narrative:
(B)(4).